Event description:
Device 2 of 3. Reference MFR report# 1627487-2014-20372, 20374. It was reported the pt experienced ineffective/intermittent stimulation along with autoreduction. Diagnostics determined low and invalid impedances. Reprogramming was tried to no avail. Further diagnostic testing is requested as a next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.